Manufacturer narrative:
Device not returned to the manufacturer.

Event description:
The overvrrap bag burst when bag was placed in the vapor phase of liquid nitrogen prior to removal from the storage tank and the crycmacs© freezing bag 750 leaked through the seal while thavring in v/ater at 38 c. The customer stated that sufficient cell amount was available for transplantation. Therefore, any risk for the patient could be ruled out.